Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The caller reports the lancet protrudes beyond the opening of the safe- t-pro device. An accidental fingerstick occurred, but the user did not seek or receive medical treatment. Return of the suspect device was requested for evaluation.